Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they were experiencing a return of symptoms so they tried to increase the stimulation but are unable to get it to communicate. Patient stated they were going to the bathroom but it was not like they were even urinating. Patient stated they noticed the return of symptoms the day before yesterday. After communicating with implant patient reported seeing por. Patient initially stated the last time they charged the implant was last week but then later stated they charged it just yesterday. Patient did check battery level on the call of the implant which was showing 100%. Patient was able to turn therapy back on and increase stim from 0.3v to where they can feel it and it was comfortable. Patient services reviewed reasons por can occur. Patient will monitor symptoms to see if they improve now that therapy has been turned back on and stim was increased. No further complications were reported at this time.